Event description:
It was reported that this patient received therapy for ventricular tachycardia (vt). Review of previously stored episodes did show some possible atrial undersensing. Also noted in a stored atr episode that there was some noise on the atrial lead. Impedance measurements are stable and no adverse patient effects were reported. Additional information was received that during a scheduled device changeout procedure, this lead was repaired. No further information was provided. This lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.